Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a knee arthroscopy, after starting, the titanium tip of the healicoil pk anchor was impacted until the beginning of the threaded part and then proceeded to implant it but only two or three threads entered until the implant broke. The titanium tip of the anchor was impossible to be removed from the patient's bone. An additional suture and an endobutton were used to fix the threads and assure fixation. The procedure was completed with a s+n back up device. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with chart labels with the batch number of the complaint on the label. The titanium anchor and distal plug were not returned. The proximal anchor is missing threads. Bio debris is present. The insertion device has no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the proximal anchor found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include rough handling or excessive force to the device. No containment or corrective actions are recommended at this time.